Event description:
Placed patient on newport ht-50 ventilator (sn (B)(4)) during a monthly follow up visit on prescribed settings. Ventilator did not deliver breaths or volume to patient. Patient's chest was not rising, no breath sounds were heard on auscultation and patient indicated that he was not being ventilated. Ventilator did not alarm or give any indication that it was not functioning correctly. Removed ventilator from patient and placed him on another ht-50 ventilator without incident. Sent ventilator to mobile medical maintenance to be evaluated. Feedback was that the ventilator's main board and failed and would need to be replaced.